Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: unknown, as information was requested but not provided section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Device evaluation: the preloaded unit was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a refractive surprise of +4.00 diopters occurred after implantation of the preloaded intraocular lens (iol), leading to hyperopia exceeding 4 diopters. The doctor expressed concerns about a potential manufacturing issue, specifically questioning the accuracy of the labeling or the power of the iol. Account indicated that this issue was identified post-surgery. Through follow-up, we learned that in the os (left eye), the patient had a pre-operative refraction of +2.50 sf +1.50 cyl at 90 degree. In the os, he had never undergone surgery, not even laser refractive surgery. The lens is still implanted, but on (B)(6) 2025, the patient underwent surgery to position a piggyback lens in the sulcus with a power of +6.25 sf. At the last check-up on (B)(6) 2025, the patient had natural vision of 9/10 and 10/10 with +0.50 sf -1 cyl at 10 degree, with normal ocular tone. The other eye, with an eyhance +27d lens, has a natural vision of 10/10. No additional information was received.